Event description:
It was reported that during the procedure, the set screw was not backing out. The physician elected to remove the septum and was able to plug the lead into the device port. The device will remain implanted and the lead will be tested. No patient information available.